Event description:
It was reported that the implantable pulse generator (ipg) exhibited early battery depletion. The lead exhibited high thresholds, low impedance and contains insulation damage. A device and lead replacement is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Without a lot number or device serial number, the manufacturing date cannot be determined. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).